Event description:
It was reported that a spectrum iq infusion pump had a speaker malfunction and was very quiet during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, speaker issues were not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction h11: a review of the service history identified the device has been serviced within the last 12 months however the current issue is not a repeat service event. There is no indication that the parts replaced during servicing caused or contributed to the reported event.